Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the tube shaft was bent. Tacks were visible in the shaft. Functionally, the handle could be actuated. The remaining tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: others. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, during the fixation of the mesh, the device did not seem to be engaging the tacks when clamping the handle. Tacks were not able to hold correctly onto the tissue. The faulty fixation device was replaced with another instrument to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.